Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon was inserted upside down in the applicator tube, making the string inaccessible during removal. The consumer sought medical assistance for removal of the tampon. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.